Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan result on the adc device compared to higher than feels. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as dizziness, sweating, nausea, vomiting and was able to self-treat with 20 units of apidra (rapid-acting insulin). The customer was seen at the hospital and had contact with a healthcare professional who obtained a 40 mg/dl glucose test and administered glucose ampoule for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.